Event description:
Additional information received indicated the patient's ipg was explanted and replaced.

Event description:
Follow-up information revealed the patient is doing well and has good stimulation coverage following the procedure and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced increased recharge burden. As a result, the patient may undergo surgical intervention.